Manufacturer narrative:
Siemens filed the initial MDR 2517506-2021-00260 on 21-sept-2021. Additional information (01-oct-2021): siemens further investigated the issue and determined that the video graphics array (vga) monitor cable was replaced two weeks prior to this incident. However, at that time, the power cable slack was not properly set to allow for the swing of the monitor for the power connector to be retained by the socket. Therefore, when the customer turned the monitor to the opposite side of the plug, the plug ripped out of the socket and cracked the socket. The customer attempted to reseat the cracked plug and saw the spark that was identified in the initial report. No further evaluation of this device is required. The instrument is performing according to specifications.

Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the monitor and the video graphics array (vga) cable, aligned the touch screen, and ran a system check. The cause of the event is unknown. No further evaluation of the device is required. The instrument is performing according to specifications.

Event description:
The customer reported that the monitor of a dimension vista 500 instrument was going in and out. To troubleshoot this issue, the customer reseated the power cord and when plugging in the power cord to the monitor, the cable sparked, and the monitor did not function. There were no delays in processing patient samples as the customer had an alternate instrument. This MDR is being filed in an abundance of caution. There are no known reports of adverse health consequences due to the event.